Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's ventricular assist device (vad) was alarming and the patient passed out. The patient had a low-speed advisory and was advised to go to the local emergency department and transferred to the hospital. Alarms did continue at that time and the patient's partner ended up changing the patient's system controller. There were no alarms since the patient was placed on the backup system controller. Log files were sent from both system controllers. The data showed multiple pump stops and low speed advisories on (B)(6) 2025 starting 09:37 to 10:18. The driveline was disconnected at 10:21. Speed drops were as low as 0 rpm. This type of behavior had been linked to potential issues with the percutaneous lead. These issues only appeared to have been occurring while on support from batteries. The 2nd set of log files contained data as backup system controller and only 4 lines of new data and no alarms on (B)(6) 2025 11:42 to 15:29. The patient blacked out and fell, and regained consciousness. The driveline had not been exposed to any trauma, but there were several areas with rescue tape. The patient did not gain or lose a significant amount of weight. The patient was standing when this occurred. This was the first speed advisory alarm for this patient. The patient was 82 and destination therapy. X-rays were obtained, and they were unremarkable. A percutaneous lead repair was requested. It was noted that the driveline disconnect noted in the log files at 10:21 was due to the system controller exchange. The cause of the pump off, low speed was not identified, and a splice was attempted. The system controller exchange did not resolve the reported issues, and the issues were persisting. They were now on their backup system controller. The patient was on an ungrounded cable or batteries and would remain on bedrest. On (B)(6) 2025, an external percutaneous lead repair was performed approximately 4 inches from the exit site.

Manufacturer narrative:
Section d9: a portion of the percutaneous lead was returned for evaluation. Manufacturer¿s investigation conclusion: review of the submitted log files confirmed low speed/pump stop events due to suspected driveline damage; however, a specific cause for the reported events could not be conclusively determined through this evaluation. The submitted driveline x-rays and jacket images were reviewed. Driveline wire compromise was unable to be confirmed through review of the submitted images. It was noted that the external driveline jacket was mostly covered with rescue tape. After the distal driveline replacement, approximately 18¿ of the distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors that would have caused or contributed to the reported events. The driveline was submerged in a saline bath for high-potential testing and no areas of current leakage through the insulation of the driveline¿s wires were identified that would have contributed to the reported events. A review of the submitted log files found low speed and pump stop events while the patient was connected to 14-volt batteries on (B)(6) 2025. These events were associated with low-speed advisory, low speed hazard, low battery advisory, low battery hazard, no external power, low flow hazard, and motor stop alarm flags. Additional pump stop events were captured on 31may2025 and 01jun2025 while the device was connected to the power module. After the distal driveline replacement, additional low speed events were captured on 03jun2025 and 04jun2025 while the device was connected to the power module. Based on historical experience with the heartmate ii lvas and similar reported events, the low speed/pump stop events and associated alarm flags could be indicative of an issue with the driveline. There were no other notable findings. The patient remains ongoing on heartmate 3 lvad, serial number: (B)(6), with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number: (B)(6) and replacement lot number: 10637503, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. A, is currently available. Section 1 ¿introduction¿ of the IFU lists adverse events that may be associated with the use of the heartmate ii lvas, including neurologic dysfunction. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 6 (under ¿pump performance monitoring¿) states that complaints of dizziness should prompt immediate evaluation of the patient and the system. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. A, is also currently available. Section 2 ¿how your heart pump works¿ provides instructions on how to replace the running system controller with a backup controller. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document also provides instructions for ¿handling emergencies¿ in section 8. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log files were sent after the patient's splice the day before. The patient was put on an ungrounded cable. Log files were reviewed, and they continued to capture low speed alarms following the full-length driveline repair, on (B)(6) 2025 at 3:18pm and on (B)(6) 2025 at 4:08am. The alarms appear to only be occurring on the power module. The vad was interrogated and when the low-speed advisories were seen, the patient was changed to an ungrounded cable. They would use that and batteries only and go from there.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was further reported that on (B)(6) 2025, the patient called and was experiencing low speed advisory alarms on batteries. They were sitting and bent down to pick something up when the alarm occurred. The patient was instructed to change positions if the alarms occurred again. It was explained to the patient that a pump exchange was recommended however due to the patient's age, they were not a candidate. There were no additional recommendations for this patient.